Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient has a titanium allergy. Following pump implant, the incision wound "would never heal." The pump was replaced. Drug delivered via the device was baclofen (compounded). The baclofen therapy was working great according to healthcare provider. Following replacement, patient's wound would not heal again and this event has been reported in MFR report # 3004209178-2012-02086.

Manufacturer narrative:
Concomitant medical products: replaced pump model: 8637-40, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 11, explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 11, explanted: unk. (B)(4).